Manufacturer narrative:
Biotronik submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by biotronik, or its employees that the device, biotronik, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Biotronik will submit a supplemental report if additional relevant information becomes known.

Event description:
Lead attempted but not implanted. Md was attempting to place lead at level t5-6 where needle was placed when the lead seemed to have gotten impacted by the ligament then the physician attempted to remove the needle and the lead. One contact of the lead remained in the patient epidural space in the t5 area while the remaining lead and needle were removed. No complication occurred due to this incident. Therapy was activated with good pain relief as trial continues. Patient will be sent to neurosurgery for removal of the broken contact when the permanent system is implanted.